Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that there was blockage at the site which occurred on (B)(6) 2025. The patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The reference samples for the lot 6009974 have already been previously tested in the complaint (B)(4) on 04/apr/2025. Test results: the reference samples were visually inspected and tested for flow and leak test. All test results were within specifications as per the complaint (B)(4). Device history record (DHR) review: the lot 6009974 was manufactured according to the work instruction (wi) version 98 manufactured in the line m14, on 09/nov/2024, with a total of (B)(4) units. Welding the lot 4k02949 was manufactured according to the wi version 34, machine ls24, ls25, with a total of (B)(4) units. The lot 4k02947 was manufactured according to the wi version 34, machine ls24, ls25, with a total of (B)(4) units. The lot 4k02940 was manufactured according to the wi version 34, machine ls06, ls07, with a total of (B)(4) units. Gluing connector the lot 4k02896 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4k02897 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4k02890 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4k02892 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4k02893 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4k02894 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4k02898 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4k02899 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 26/jun/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6009974, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.